Manufacturer narrative:
The customer later confirmed it is not known if the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The customer is not sure when the foreign material adhered to the scope. Additionally, it was reported to be unknown if there was a delay in the start of pre-cleaning. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's original reported issue of an internal defect of the forceps channel was confirmed and found to be caused by insufficient cleaning. The following additional findings were also noted: peeling adhesive on the bending section cover, assorted scratches, crack in the light guide lens, peeling adhesive around objective lens, peeling on the scope cover plate, peeling paint on the air/water cylinder, wrinkle on connecting tube, peeling paint and scrape on the suction cylinder, discoloration on the electrical connector due to water leakage, suction volume does not meet the standard value due to suction cylinder shaved, chip on the bending section cover, the play of up down knob is out of standard value due to angle wires stretched, tube cleaning brush cannot be inserted due to clogging, and a streak of flare appears in the image due to adhesive peeling around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, a defect of the internal forceps channel of evis lucera colonovideoscope. The device was inspected prior to the therapeutic procedure and the malfunction was found during the procedure. A similar device was used to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no deformation/damage of the instrument channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel] 1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.